Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved in this case have passed all testing with no faults found. The patient returned two additional lots of test strips, lot # 3339367 and # 3339369, both of which also passed testing. During product analysis a secondary issue was found with these two lots; it was determined the test strip vials contained extra strips. The patient's returned meter was received, however testing has not yet been performed. If any additional information is available, the FDA will be notified in a follow up report.

Manufacturer narrative:
(B)(4): the reported complaint was observed on the error log, however, no message was observed during control solution testing. Pa was unable to reproduce the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving an unspecified error message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.